Event description:
K-wire broke during surgery during a right medial epicondyle avulsion fracture procedure. Surgeon stated the threaded guidewire had easy entry, but broke at the junction where the threaded portion meets the shaft. A small fragment of the wire remains in patient bone. Surgeon stated removing it would be complicated and would cause more harm than good. No additional information was provided. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and a lot number was not provided.